Event description:
The customer reported to olympus that there was an angle down issue while using the evis lucera colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to have foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value (angle wires were stretched). Additionally, due to the nozzle found to be clogged with foreign objects, water removal ability did not meet the standard value, the adhesive on the bending section cover was cracked and had a white-clouded area, the control section was scratched, there was a cut in the universal cord, the adhesive around the objective lens was peeled, the adhesive around the light guide (lg) lens had a white-clouded area, the plastic distal end cover had a dent, and the connecting tube was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material that flowed into the air/water channel - however, this could not be further clarified. It was confirmed that the air/water nozzle was not deformed. Information on the reprocessing of the device at the user facility could not be obtained; therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.